Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/21/2020. H3 investigation summary: one open sample of product code sxpp1a400 was received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were noted and a side of the fixation tab was broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records could not be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2019 and barbed suture was used. During the procedure, a part of the tab was detached while pulling the suture in order to attach the tab to the fascia before performing two strangulation stitches. A like device from a different box was used to complete the suturing. The patient is doing well and the event caused no significant delay. There were no adverse patient consequences reported.